Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies, but occlusion recurred prior to contacting tandem technical support. System check was performed with tandem technical support and the cause could not be determined, but customer was able to resume insulin therapy. Customer's blood glucose was 370 mg/dl.